Manufacturer narrative:
Correction follow-up # (B)(4) 2013. Incident description: blank. Event type: reportable type: ruled out. Pi classification: non-reportable. Notes per (B)(4), smartscript error resulted in incorrectly flagging pi as a malfunction. Updating reportable type to ruled out and the pi classification to non-report

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.